Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The customer changed the infusion set three days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.